Event description:
It was reported that the patient experienced "erosion-type pocket problem." The event led to a pump replacement. See manufacturer's report #3004209178-2010-03155 for continuing issues following the pump replacement. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).